Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. The 3.5x16 mm graftmaster covered stent was implanted at 15 atmospheres; however it was noted that the perforation was not sealed for an unspecified reason. Ultimately the perforation ended up self sealing. The graftmaster did not cause or contribute to complications or adverse events and there was no clinically significant delay in the procedure. No additional information was provided.